Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the internal handles and the reported malfunction was not replicated or confirmed. The internal handles were put through extensive testing which included multiple 30j discharges and multiple discharges at various shock levels using a known good test device without duplicating the customer report. A visual inspection of the returned internal handles did not find any physical discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type